Event description:
It was reported that during a laparoscopic sigmoidectomy, the jaws did not open after several firings. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with jaws in the open position. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device the advancer bypassed the clip and the jaws remain closed; the trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released; the remaining clips were conforming according to our manufacturing specifications. The advancer bypass can occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. This will prevent the jaws from closing properly, resulting in a pear shaped clip and subsequently the jaws may remain closed after firing, requiring a manual trigger opening. In addition, the device locked out as intended but the orange indicator did not show up. The orange visual indicator is a mechanism in the handle of the device that shows ¿orange¿ when the device has exhausted its clips. Potential causes of an under traveled orange visual indicator may be: the indicator wheel in the handle of the device may become temporarily disengaged due to a dimensional shift of multiple components involved allowing two components to slip past one another; higher than normal friction of the mechanism may cause one or more parts to temporarily stick. Please note the under-travel of the indicator wheel is not related to the reported event. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.